Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Customer¿s blood glucose (bg) level was above 500 mg/dl range. A correction bolus via the pump was delivered to address bg. Reportedly, customer continued using pump for insulin therapy.